Event description:
A customer reported to beckman coulter inc., (bci) that when they opened the new box of vigil serology control level ii, they found one bottle of lid was loose and leaked. No injury was reported on this issue.

Manufacturer narrative:
Replacement reagent was sent.